Event description:
Customer reports that during loading process, the hinge pin was noted to be broken. No staff or patient injury reported. Potential risk for injury.

Manufacturer narrative:
Field service engineer replaced broken hinge pin and holding screw, verified proper operation using service manual. Broken hinge pin on the illumena injector is a known issue addressed by CAPA.